Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and a display screen issue. This report is made based on results of investigation completed on 10/28/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: during investigation, the keypad cover was observed to be torn and evidence of contamination was found under the key contacts. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.